Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the sample into a solution bag, repriming, and checked for flow and clamp shut-off. The device was then connected to the top y-site of an in-house primary set. The sample primed and flowed normally with complete clamp shut-off noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow correctly and caused an occlusion alarm on a non-baxter pump. This occurred during infusion of pre-op antibiotics through the secondary line. According to the report, the setup consisted of the secondary set connected to the y-site of a non-baxter primary set. Prior to this event, priming was performed and all of the lines ran fine through the pump. After this event, the secondary set was replaced with another secondary set and the patient continued therapy with no issues. There were no visible issues with the secondary set, and no issues with the non-baxter products. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.